Manufacturer narrative:
Patient information was unavailable from the site.a medtronic representative confirmed that issue has not happened again. No parts have been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that the navigation system became unresponsive during a spine navigation procedure. They had just taken an image guidance spin during which the navigation system became unresponsive for 5 seconds, and when it started responding again the camera was no longer tracking the reflective spheres. A system reboot was recommended, and the surgeon completed the procedure with the use of the navigation system. There was no reported impact to the patient.